Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(6). (B)(4).

Event description:
It was reported that the patient had a witnessed collapse, possibly after using an illicit substance. Additional information was received that there was ventricular fibrillation (vf) undersensing resulting in failure to rescue. Six episodes of vf requiring external defibrillation were noted during emergency medical services rescue and documented on paramedic runs sheet. However, the device only recorded one episode of vf which was treated by the device administered internal defibrillation. No additional information is available.